Event description:
It was reported that during the replacement of this device for normal battery depletion, a black, hard piece of material was found around the connector between the pump and the catheter. It was reported that the pump connector was changed as there was no liquor backflow. No action was required. The issue was not resolved and the cause was not determined. There were no patient symptoms reported with this event. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information was requested. It was further reported that the connector segment was discarded as the patient and physician refused the returning of the product. It was unknown if the customer did perform analysis on the hard, black material. It was unknown how the catheter performed until the time of explant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).